Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call, the insulin pump had been set up and during prime the insulin pump was alarming no delivery. The customer's blood glucose at the time was unknown. Troubleshooting was performed and the no delivery alarm was resolved by switching out the reservoir. The customer was advised the reservoir was causing the insulin pump to alarm. The customer is not returning the reservoir for analysis.